Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at lateral ophthalmic segment with unknown diameter. The landing zone was 3.5mm distally and 4.1 mm proximally. It was noted that the patient's vessel tortuosity was normal. No dual antiplatelet treatment (dapt) was administered. . It was reported that the physician used a phenom 27 microcatheter to deliver the pipeline to the m1 segment for deployment. After a pproximately one-third of the device had been released, it was noted that the pipeline had not been opened properly. The physician therefore resheathed the pipeline device. While preparing for a second deployment attempt, the physician observed a bifurcation/splitting at the distal end of the pipeline device. The device was immediately resheathed and removed from the patient. A new ped2-400-18 (lot: d049284) was then opened and released successfully. The patient experienced no adverse effects. The angiographic result post procedure showed normal blood flow. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a fg15150-0615-1s microcatheter, rfx058-105-08 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.